Event description:
Related manufacturer reference number: 1627487-2022-06983. It was reported that the patient experienced ineffective therapy due to migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.